Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a pocket erosion and the leads were visible outside of the skin. The entire implantable cardioverter defibrillator system was explanted and replaced due to an infection. The patient was stable throughout the procedure.